Event description:
On october 12, 2019, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch ultravue meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained during a follow-up call with the reporter. The csa was advised by the reporter that at midnight on an unspecified date, the patient experienced ¿hypoglycemia and numbness in the feet¿. In response to the symptoms, the patient reportedly tested his blood glucose with the subject meter and obtained a result of around ¿2.0 mmol/l¿. During the follow-up call, the reporter was unable to confirm what treatment the patient received as a result of the alleged issue however claimed the patient was taken to hospital for a lab result test. The reporter claimed the patient obtained a postprandial blood glucose result of ¿5.5 mmol/l¿ on the laboratory device followed by ¿6.7 mmol/l¿ on the subject meter. The tests were performed within 10 minutes of each other. During the follow-up call, the reporter claimed that prior to the onset of symptoms (exact time not reported), the patient had tested his blood glucose with the subject meter and obtained a result ¿higher than expected¿ the patient manages his diabetes with self-adjusted insulin. In response to the elevated result, the reporter claimed the patient took an increased dose of insulin. The reporter informed the csa that the patient thought he had taken an insulin overdose due to the inaccurate high results of the subject meter. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted that an approved sample site was used for testing and that the correct testing process was being followed. The csa confirmed the test strip vial was intact and that the test strips were in good condition. The patient declined to have the product replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.